Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2019 due to left ventricular assist device drive line infection on subcutaneous abdominal wall. Pseudomonas aeruginosa was determined. The patient failed outpatient oral antibiotics and was brought in for surgical debridement and IV antibiotics. The patient underwent a drive line revision on (B)(6) 2019 in which they removed infected tissues and drive line velour. The patient was discharged home on IV antibiotics, cefepime 2 g intravenously every 12 hours for 4 weeks to end on (B)(6) 2020. It was reported that the infection site is now well healed as of (B)(6) 2020. No additional information reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event